Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pts, event and device info davol has received to date. If add'l info is obtained, a f/u MDR will be submitted.

Event description:
The following has been alleged by the pt. The pt alleges that on (B)(6) 2010, she was implanted with a bard flat mesh during a left inguinal procedure. She alleges that 6-9 months ago, she started having nerve pain and pressure in her left groin, with pain radiating from her left hip down her left leg. She saw a gastroenterologist in (B)(6) 2013 and he found no hernia recurrence and changed her diet to low fiber. Pt states this has not helped her pain and will be seeing him for a further eva. As the pt has reported nerve pain that as reported is debilitating in nature an MDR is being filed to document this event.